Event description:
The event occurred in italy. It has been reported that the ceramic tip of an inner sheath is damaged. According to the distributor who reported the problem, it is unclear whether the problem occurred during sterilization or during surgery. No further information is available beyond this. No negative impact on the state of health was reported. The error description does not provide information on whether ceramic fragments remained in the patient's body or not.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).